Event description:
Information received indicates the head end brake/steer caster is not engaging but the foot end is working fine.

Manufacturer narrative:
The technician found the head brake/steer linkage to head end pedal was broken. He replaced the linkage to repair the stretcher.